Event description:
Unsolicited: home infusion nurse reports pump error, showing air line but home infusion nurse switched twice, then down occlusion message, switched off and on still giving air in line message. Pump serial number: (B)(6) maintenance due: 02/28/2025. Infusion will continue with gravity tubing. Patient did not miss a dose due to the faulty pump. Nurse was able to transition the infusion over to gravity administration. No adverse event or effects were reported due to pump issue. The faulty pump is in patient's possession and return box is being sent for it to be returned. New pump, manual, and return box being sent. Date of occurrence not specified. No further info. Reported to (B)(6) by: health professional.